Event description:
Affiliate reported moisture in the pneumatic system of a homechoice machine that was returned after the home pt received a system error 2045 alarm. Historical info regarding "moisture in the pneumatic area" indicates the failure to be a leak in the cassette of a homechoice set used for apd therapy. No pt injury or medical intervention was associated with this incident, per affiliate.